Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and customer reported inflation interval and freeze display keys were not working on console keyboard. The stm verified the reported issue, and to resolve same, the stm replaced the main keypad assembly and keypad overlay. All console keys were verified for proper functioning and full calibration checks, functional testing and safety checks were performed to factory specifications. The iabp was returned to the customer for clinical use.

Event description:
It was reported that there was a malfunction of the keypad button of the cs300 intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and no adverse event was reported.